Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant products: 400cc smooth mentor memorygel breast implant, catalog # 3504004bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 400cc smooth mentor memorygel breast implant and experienced postoperative right-sided breast pain and paresthesia. The patient reported that she was in an auto accident prior to noticing issues, she was concerned of rupture but was informed her implants were not affected. MRI indicated no rupture, however, her physician noted a significant divot and drop on the right side. The patient reported experiencing right-sided burning sensation and discomfort like a bruise, and tenderness to the touch. She noted a lot of the discomfort and burning sensation is around the right nipple and on top of her right breast, near the cleavage. She also reported that her symptoms are worsening almost daily. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.